Event description:
Follow up information identified the patient's ipg was replaced with a new one restoring therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with the ipg after undergoing an unrelated surgical procedure. The patient¿s ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.